Event description:
The trach head cracked on one size 8fen, low pressure cuffed tracheostomy tube. The 8fen device was in use approx two to four weeks when the problem was detected. Pt's 8fen device is frequently connected and disconnected to various adaptors and connectors for multiple respiratory treatments as well as suctioning 25 to 35 times/day. It was also reported that the device was cleaned in full strength h2o2, which is contraindicated on device labeled instructions for use. Pt has been sent the tracheostomy tube adult home care guide and video to review. There was one pt involved with no reported pt compromise.